Event description:
A customer reported that the charging port of their pump was damaged, causing the pump to power off in the middle of the night due to a charging issue. There was no adverse impact to the customer's blood glucose level. The customer, who is out of warranty and in the process of renewal, declined further follow-up with technical support, and no additional information regarding the outcome was obtained.